Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was stuck in the patient's ileum because there was a stenose. This was typical because the patient has morbus crohn condition. The physician gave the patient cortisone for the capsule to come out. The capsule had no defect and it was already excreted. The patient was prepped for the procedure and a repeat procedure was not necessary. There was no user harm.